Event description:
The customer reported that the device, c6370, spectrum ii suture hook, medium crescent, was used during a bankart surgery on an unknown date when it was reported ¿the hook broke during the surgery. The device could be recovered. This incident caused a delay of one hour. No patient impact.¿. There was no report of medical intervention, or hospitalization for the patient due to the event. Further assessment questioning found that the device was used to pass the relay wire through the glenoid bead. The device broke in the patient, instramuscularly, between the first approach and the operative site. The device was recovered after 1 1/2 hours of research in the patient's muscle. The component was removed using forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of returned used device, item c6370, found suture hook broken off at the tip. Broken piece was not returned. Examination was performed per print c6370. Suspect, device failed due to excessive bending. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five procedures per limited reuse suture hook. Do not use disposable suture hook for more than one procedure. Prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). Prior to use, always inspect and test the instrument for proper function by passing usp #1 monofilament. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c6370 spectrum ii suture hook, medium crescent, was used during a bankart surgery on an unknown date when it was reported ¿the hook broke during the surgery. The device could be recovered. This incident caused a delay of one hour. No patient impact¿. There was no report of medical intervention, or hospitalization for the patient due to the event. Further assessment questioning found that the device was used to pass the relay wire through the glenoid bead. The device broke in the patient, intramuscularly, between the first approach and the operative site. The device was recovered after 1 1/2 hours of research in the patient's muscle. The component was removed using forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(6), spectrum ii suture hook, medium crescent, was used during a bankart surgery on an unknown date when it was reported ¿the hook broke during the surgery. The device could be recovered. This incident caused a delay of one hour. No patient impact¿. There was no report of medical intervention, or hospitalization for the patient due to the event. Further assessment questioning found that the device was used to pass the relay wire through the glenoid bead. The device broke in the patient, instramuscularly, between the first approach and the operative site. The device was recovered after 1 1/2 hours of research in the patient's muscle. The component was removed using forceps. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.